Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
A field service engineer (fse) was dispatched to the user facility for a separate issue. During the inspection of the video system center image was not appearing on the provation screen.